Event description:
Customer reported that the display on the insulin pump did not come on after inserting a new battery. Changing the battery did not resolve the issue. She stated that she was not using the insulin pump at the time of the event and that she did not recall the blood glucose reading. She stated that the old battery was corroded. She stated that the insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. She stated that the contacts on the battery cap were not missing or corroded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.